Manufacturer narrative:
The sample was discarded so no further information is available. No problems indicated by the customer for calibration or qc. The customer examined the wash collar and sample probe and there was possibly a little gel attached to the hardware so they were cleaned. There have been no further issues.

Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose indicated seven patients that did not match when running in duplicate mode and gave false high results. The customer did not call and complain to bci about these samples. Only one example was provided by the customer. Glucose sample result of 274mg/dl which repeated at 283mg/dl. Rerun yielded a result of 275mg/dl and was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.